Event description:
On 15th january 2024, rayner received notification from a UK healthcare facility of an event that occurred duirng use of a rayone aspheric rao600c. The event description provided states that the optic broke off during insertion necessitating removal of the lens from the eye.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately on insertion into the eye the lens optic was broken necessitating removal of the iol from the eye. The rayone aspheric rao600c was explanted and exchanged during the original surgery session. "Lens replacement or extraction" is listed in the "adverse events" section of the rayone IFU. Product return anticipated but not yet received by rayner. The rayner risk analysis identifies the following as possible causes of "trapped/ torn lens haptic / optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge. There is insufficient evidence and informaiton available in this case to establish the root cause of the lens damage post injection.